Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a medial retinaculum repair procedure on (B)(6) 2014 due to a medial retinaculum tear after a patient fall.

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. Subsequently, patient had a fall and experienced an unknown adverse event on (B)(6) 2014. There has been no reported revision procedure to date.